Event description:
It was reported that during a bolus delivery the pump exhibited a pressure alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled. Functional testing found that when the pump was connected to a cassette, it immediately alarmed for downstream occlusion without any occlusion present. The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.